Event description:
After treating a patient with what the reporter believes was a 60ml syringe from a lot recalled due to open package seals, the patient subsequently developed an infection.

Manufacturer narrative:
Copy of customer and distributor recall letter enclosed.